Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted, however, the helix would not extend. The lead had a high within limit pacing impedance. Multiple attempts were performed to try to extend the helix. Eventually, the lead was removed from patient, and the helix was attempted to be extended on the surgical table. All attempts were unsuccessful. Another rv lead was implanted successfully. This lead is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. However, the helix was deformed.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted, however, the helix would not extend. The lead had a high within limit pacing impedance. Multiple attempts were performed to try to extend the helix. Eventually, the lead was removed from patient, and the helix was attempted to be extended on the surgical table. All attempts were unsuccessful. Another rv lead was implanted successfully. This lead is expected to be returned for analysis. No adverse patient effects were reported. Subsequently, the lead was returned for analysis.